Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The de novo lesion being treated was located in the severely calcified mid right coronary artery (rca). The lesion was predilated with a 3.5x12 mm maverick balloon, inflated to 6atm for 30 seconds. The physician attempted to place the 3.50x16 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The stent delivery system was removed. The physician attempted to reintroduce the 3.50x16 mm taxus stent and was again unable to cross the lesion. The stent stripped off the balloon in the proximal rca. The physician used a 4.0x15mm maverick2 balloon, inflated 2 times to 6atm for 45 seconds, and a 4.0x30 mm maverick balloon, inflated to 12atm for 60 seconds, to crush the undeployed stent into the intima of the proximal rca. The procedure was completed with a 3.50x24 mm taxus express2 drug eluting stent and post dilating with a 4.0x15 mm nc monorail balloon. Medications given: versed, fentanyl, heparin, nitroglycerin, intergrilin, and plavix. No additional patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.